Event description:
It was reported that the control iq software did not adjust insulin delivery as expected. Customer's blood glucose level ranged from 270-271 mg/dl. The customer declined to complete troubleshooting at the time of the report with tandem technical support (cts). Cts provided the customer with instructions on how to resolve the issue. The customer declined further follow up from cts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.